Event description:
A customer called beckman coulter regarding a discrepant urine test result from a pt. The customer indicated that a patient had an urine sample tested with an icon 25 hcg test kit and the hcg result was negative (-). A serum sample was also collected from the pt on the same day and was tested quantitatively for bhcg. The quantitative bhcg result was 54,495 miu/ml. There has been no change to pt treatment that can be attributed to this event.